Event description:
The patient reported the system was explanted because the incision site was not healing. The patient is reportedly doing well and will be implanted with a new advanced bionics spinal cord stimulator in the future.